Event description:
A complaint was received regarding a tego¿ connector that experienced air in line. The following issue was reported by the customer: ¿if the arterial clamp is not closed, the tego valve is not permeable. Air aspiration. Action taken: when I saw the air in the branch, the arterial clamp was closed immediately. The air was aspirated with a syringe to take off the air bubble (the lock was also aspirated). Rinsing and lock have been remade, and both tego were changed. The other tego valve of this lot number was used without any problem. No patient involvement, no adverse event, no human harm, no blood loss considered clinically significant, no unprotected chemo exposure, no delay in therapy, no adverse operator consequences, no medical intervention required, the device was replaced with no further problems encountered, the involved device and mating device are not available for evaluation. No defect was observed on the package of the device. Date of the valve was installed and removed: on (B)(6) 2024, disinfectant used on the valve: gamme hibiscrub and chlorhexidin. List of products used in the circuit: epo only. The defective sample is not available for analysis and no photo was taken during the event. Blood line used: nikkiso av18afb-p. This event was not reported to the ansm. The defect was not detected before use. No consequence for the medical staff. Technic of dialysis used: hd the patient was not impacted by this event. No blood loss for the patient as the event occurred during rinsing. No clinical consequence for the patient¿.

Manufacturer narrative:
A2: date of birth: the patients age was used to approximate the date of birth as on (B)(6). Investigation summary: no d1000 product samples, videos or photographs were returned for investigation. The DHR was reviewed and there were no non-conformance's found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.